Manufacturer narrative:
Supplemental report submitted with results of evaluation/investigation. It was found that the base assembly was damaged, preventing the brakes from holding to specification. The base assembly was replaced.

Event description:
It was reported that there was a reduction in brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that when the customer tried set the brakes, the gill brake plate did not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.